Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 367846, lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer reported about fm in the film package of blood collection tubes.